Event description:
Follow up.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The sample device was indicated as available for evaluation. Argon has made three good faith efforts in requesting the return of the device, however, as of the date of this report the device has not yet been returned. Without such evidence, a root cause cannot be determined. If additional information is received in the future, the issue will be re-evaluated as needed.

Event description:
While rotating the patient, the PICC line separated at the bd/heart area on the PICC line. A tourniquet was placed on the patient¿s arm, to prevent the remaining PICC line migration. The remaining catheter was then removed in its entirety.